Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and detached cannula. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient was taken to the hospital to have the pod's cannula surgically removed. The patient's parent reported that they removed the pod and the cannula detached and was still under the skin. We have followed up with the patient and made our 3 due diligence attempts with no new information. If new information becomes available, we will supplement the report.

Event description:
It was reported that the patient was taken to the hospital to have the pod's cannula surgically removed. The patient's parent reported that they removed the pod and the cannula detached and was still under the skin. We have followed up with the patient and made our 3 due diligence attempts with no new information. If new information becomes available, we will supplement the report. Additional information the mother called back and reported that the site was infected and irritated. The site was scarred, leaving a big mark where the cannula was. At the hospital, an x-ray was given and discovered no foreign objects under the skin. The patient was prescribed antibiotics for 10 days. The patient was discharged after 4 hours. The pod was worn for 3 days. It was not known when the hospital visit occurred.

Manufacturer narrative:
Additional information the mother called back and reported that the site was infected and irritated. The site was scarred, leaving a big mark where the cannula was. At the hospital, an x-ray was given and discovered no foreign objects under the skin. The patient was prescribed antibiotics for 10 days. The patient was discharged after 4 hours. The pod was worn for 3 days. It was not known when the hospital visit occurred.